Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be torn over the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast buttons responded appropriately. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a dimmed/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the keypad buttons required multiple hard button presses. It was noted that the keypad was torn over the buttons. The reporter indicated that the tactile changes occurred prior to the damage to the keypad. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump under clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.